Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and system checkout completed unable to replicate reported issue. System was operational. B01, c19, d14, g03012 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000218. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported site were unable to see the imaging system tracker during case. The navigation system saw all other instruments but the tracker. Also they did not note which side of the imaging system they were unable to navigate for a spin. On its own after about a minute, the navigation system was able to see the trackers, and they continued surgery as planned. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.